Manufacturer narrative:
The insulin pump was unable to prime during the prime test due a protruded/loose drive support disk. Unable to perform, the excessive no delivery alarm test due to the prime anomaly. The insulin pump passed the rewind, basic occlusion and displacement tests. The insulin pump had a missing end cap sticker. No strange noises were detected.

Event description:
It was reported that the customer experienced blood glucose levels greater than 300 mg/dl for weeks. The customer also observed noises coming from the insulin pump during boluses. It was stated that the insulin pump was not dropped or bumped. The alarm history was reviewed, and several no delivery alarms were seen in the history. Nothing further was reported.